Event description:
It was reported that at times the stylus was not functioning and had to be "tapped" several times to get it to work. It was requested that it be replaced. It was also reported that updated software was unable to be loaded on the programmer with the universal serial bus (usb) or the software download network (sdn). It would not complete. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported software issue. Device hangs on update estimate time to complete screen during attempted software update using the software download network. Analysis could not confirm the reported stylus issue.